Event description:
Customer reports 2 incidents of a blood leak in 2001 on reuse numbers 5 and 1 respectively. Incidents occurred at the onset of treatment on the same pt. Noted by blood leak alarm and visible blood in the dialysate. Confirmed with hemastix. Estimated blood loss was 100-250 cc's per incident. Treatments continued with new dialyzers and new bloodlines without incident. No pt injuries or medical intervention reported.